Manufacturer narrative:
Evaluation of the returned pod packing coil (packing coil) confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact, the pusher assembly was fractured, and the pull wire was retracted from its original position on the distal end of the pusher assembly. If the pusher assembly is advanced against resistance, damage such as a kink and subsequent fracture may occur. The fracture on the pusher assembly likely contributed to the embolization coil detachment. Further evaluation revealed additional kinks on the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization using a pod packing coil (packing coil) and a non-penumbra microcatheter. During the procedure, while advancing a packing coil into the target location, the physician noticed the packing coil had unintentionally detached inside the microcatheter. The physician removed the microcatheter containing the detached packing coil. The procedure was completed using a new packing coil and a new microcatheter. There was no report of an adverse effect to the patient.